Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal, bubbled downstream occlusion (dso) seal, battery door was missing, and battery compartment corroded. The event history log confirmed system fault 41,100 occurred 3,438 0 0 3. Functional testing was able to replicate the reported issue. The root cause was unspecified. The error code was cleared and preventive maintenance performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unspecified error code. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.